Event description:
Complainant alleged that the medics were called for a pt, who was being assisted by a bystander who was performer CPR. Upon the medic arrival, the pt's breathing was being assisted and their heart rhythm was being monitored by a first responder's AED unit. The pt had received two shocks with the first responder's AED device. The pt's skin was cool and dry to the touch, and with no chest or back hair. The medic's m series manual zoll defibrillator was also placed on the patient, using ECG electrodes and multi-function electrodes. The patient then presented a ventricular fibrillation heart rhythm. The medics attempted to charge the zoll m series manual defibrillator to 360 joules, but the device displayed a "defib fault 72" message and would not charge. The pt then was shocked with the first responders AED device. The pt was then intubated and IV therapy was initiated. The pt remained pulseless, and patient CPR was continued. The first responder's AED unit was removed from the pt, and the pt transport was begun. En route to the hospital, the pt again presented a ventricular fibrillation heart rhythm. The medics attempted to charge their m series manual device, but it again displaced a "defib fault 72" message. The medics then removed the multi-function electrodes from the patient, and connected the device paddles to the unit. The medic attempted to shock the pt again, but they received the same fault message. The pt then presented an asystole heart rhythm and remained in an asystole rhythm for the remainder of the transport. The pt subsequently expired. The complainant also indicated that the device intermittently does not power up.